Manufacturer narrative:
B5: describe event or problem, h6: health effect - clinical code and health effect - impact code. Section h3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the electronic clinical report form documented that ¿clinically knee appears posteriorly dislocated with disruption of the posterior cruciate ligament¿ and documented the serious adverse event as moderate severity unrelated to the study device with patient discharge. Based on the information provided, the patient fall at approximately 5 weeks post-implantation was the precipitating factor to the prosthetic tibiofemoral posterior dislocation. There was no supporting evidence of a component malperformance. The patient impact beyond the reported fall with subsequent dislocation with posterior cruciate ligament disruption, hospitalization, and prescribed brace with physical therapy could not be determined. No further medical assessment can be rendered at this time. A review of the production orders for the listed devices did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in the possible adverse effects that dislocation and subluxation can result from trauma. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. According to the clinical/medical conclusions, the root cause of this event was determined to be the patient fall. Based on this investigation, the need for corrective action is not indicated. Should any additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: medical device problem code.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2022 to address osteoarthritis symptoms, the patient experienced a prosthetic tibiofemoral posterior dislocation after a fall. The adverse event has been treated with rom brace locked at 10 degree flexion and physical therapy. The clinical outcome of the patient was reported as "ongoing".

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2022 to address osteoarthritis symptoms, the patient experienced a prosthetic tibiofemoral posterior dislocation. The adverse event has been treated with physical therapy. The clinical outcome of the patient was reported as "ongoing".